Manufacturer narrative:
The troponin t stat reagent lot number was 802253 with an expiration date of 31-oct-2025.

Event description:
The initial reporter questioned high results for 2 patient samples tested for elecsys troponin t gen 5 stat (troponin t stat) on a cobas 6000 e601 module. Discrepant results were provided for 1 patient sample. The initial result was 48.07 pg/ml. This result was reported outside of the laboratory where the doctor questioned it. The repeat result from a different e601 module was 18.10 pg/ml. This result was believed to be correct.

Manufacturer narrative:
Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found the water pressure was too high. The fse adjusted the water pressure and the gear pump pressure. The service maintenance actions resolved the issue.